Manufacturer narrative:
The reported field event of low pacing impedance was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that during the implant procedure, low pacing rv lead impedance was observed. The lead impedance was normal when tested through psa. The device was not used and the physician implanted a new device. The patient was stable before, during and after the procedure.